Event description:
Stent fracture notification was rec'd via medwatch voluntary reporting. Further info rec'd from the hospital's contact indicated that during a four-month f/u post stent placement an arteriogram was performed revealing a fractured stent at the left celiac artery (target lesion) with evidence of some vessel blockage. The site was treated by placing a (6 by 15) mm stent inside the existing stent with a slight overhand into the aorta. The stent was expanded with good results. The vessel flow has been completely restored and pt is doing well.

Manufacturer narrative:
This product will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.